Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15135, related manufacturer reference number: 1627487-2021-15136. It was reported that the patient was scheduled for a system explant on (B)(6) 2020 for an unknown reason. It is unknown if the procedure occurred.